Event description:
It was reported that the left ventricular lead had high impedance of >3000 ohms so a second left ventricular lead was added and then " y adapted." The patient was in and out of vf storm and the device was programmed off and the patient was placed on extracorporeal membrane oxygenation. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.